Manufacturer narrative:
One device was returned for evaluation with physical damage around the battery area where parts of the casing is missing and broken off. The device passed functional testing; no visual testing was performed. The root cause was a defective battery. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had physical damage around the battery area where parts of the casing were missing and broken-off. There was no patient involvement and no patient harm/adverse event reported.